Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the source of the leak was reagent probe a. The fse replaced the reagent probe a wash collar valve (solenoid valve) to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported quality control (qc) recovery issues and a leak found under reagent probes a and b. The customer replaced the reagent syringe plunger and reran qc which recovered within acceptable ranges; however the reagent probe continued to leak. The customer stated the fluid was contained to the instrument with an approximate volume of 10 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.